Manufacturer narrative:
(B)(4). The field service technician has been sent for investigation. According to em-tec service order, the electronic connection in the area of the odu plug on the rfd connecting cable is defective. The rdf connecting cable ((B)(4)) with plug has been replaced. All functionality test were successfully performed and according to the "product status record" documented. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that in the flow rate confirmation, the flow rate display was disappeared and stopped. Additional information: the incident occurred during maintenance/ service, no patient was involved. (B)(4).